Manufacturer narrative:
Investigation summary: no samples or photos were returned by the customer in support of this complaint. Therefore, 10 retention tubes from the bd inventory were visually and functionally tested with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. No issues were observed with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode no samples were returned, and the failure mode could not be seen in the photo or duplicated in the retention sample testing. Do not force the blood into the tube, as this may result in overfilling or the potential for a blood exposure if the excessive pressure in the tube results in the cap coming off. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had the rubber stopper remain in the tube. The following information was provided by the initial reporter: "it was reported by the customer that the caps are getting stuck thus resulting in a capping issue. "